Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus) due to an unspecified reason. A pressure regulating balloon (prb) was implanted during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.